Event description:
In the tibial tray packaging and tibial tray itself was marked 2.5 size however, the tibial tray was really size 2.0.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.